Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure for a 2 cm malignant stricture in the distal trachea, performed on (B)(6) 2010. According to the complainant, the physician attempted to advance the stent over the guidewire, but was unable to pass enough of the catheter to correctly position the catheter. Distal release deployment required that more of the catheter be placed through the stricture than a proximal release device would have required. The catheter could not advance over the wire and into the right mainstem. The catheter exhibited bending and bowing in the corina. The physician felt that the tip size and the floppiness of the catheter were inhibiting factors. The procedure was completed with another ultraflex in a shorter size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(6): the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.